Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the surgeon complained that the arm moved without moving the master tool manipulators (mtms). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor clinical sales representative (csr) and obtained the following additional information: the head nurse of the operating room reported that during a da vinci-assisted distal pancreatectomy surgical procedure on (B)(6) 2024, the surgeon complained that the permanent cautery hook (pch) instrument had moved spontaneously towards the inside of the patient. The procedure was completed robotically. After receiving the report, the distributor fse checked the system, and it passed all functional tests. In addition, the distributor requested a relevant part of the surgery recording and after examining the video, it became clear that the movement of the instrument happened due to connecting a monopolar cable contrary to the instructions. The case was not reported to any officials except the hospital management. The customer confirmed that system functionality was checked upon powering on the system, and the system initially powered on without errors. The issue occurred on arm 3, and it was the pch that was being used at the time of the issue. The customer had confirmed that the vessel sealer extend was being used before, and the issue had occurred on the installation when it was replaced by the pch. The isi technical support engineer was not contacted for troubleshooting. There were no actions taken to resolve the reported issue to continue the procedure. There was no patient injury due to the issue. The customer provided a video of the event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse found out that while the customer was connecting the energy cable to the tool, they pushed the carriage down. Based on communication with the user facility, the unintended instrument movement occurred after a monopolar energy cable connection was made while the instrument was under the surgeon¿s control in following mode. The system was checked by the fse, who found no problem with the system. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. Isi did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A video clip associated with this reported event was submitted for review. The clinical development engineer (cde) confirmed that it appeared that the permanent cautery hook that was installed on arm 3 was inserted due to the attachment of an energy cable. At 00:18, the instrument was shown being quickly inserted along the insertion axis and the instrument status information indicated that the energy cable was connected at the same time (00:18).